Event description:
Hold as 8.14the customer reported to olympus that the tracheal intubation fiberscope had a leakage from the light source connection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating of the image guide snake tube was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating of the image guide snake tube was peeling off. In addition to the reportable malfunction, the following were noted: the light guide connector was deformed; due to deformation of the control unit, water tightness was lost; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the adhesive on bending section cover had a chip; the venting connector under the grip was shaved; the connecting tube had a dent and a wrinkle; and due to damage on the image guide bundle, the image had a stain. Additionally, the following components had a scratch: control unit, eyepiece, diopter ring, scope cover, grip, upward/downward plate, and the angulation lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that one or more the following led to the malfunction: stress of repeated use, external factors, or handling. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope: inspection of the endoscope. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities". Olympus will continue to monitor the field performance of this device.